Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope exhibited the light guide bundle was interrupted and weakened during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end metal is deformed and dented, the insertion tube is bent, blurry image and the universal cord is corroded and scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle was interrupted and weakened due to a failure of the light guide bundle. Additionally, the distal end metal was deformed and dented due to component failure of the insertion section, the insertion tube was bent due to component failure of the outer tube, the blurry image was caused by component failure of the electronic component, and the universal cord was corroded and scratched due to component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.